Manufacturer narrative:
Based on the available information, it is not known what role, if any, the lava ultimate crown may have played in the reported outcome. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for extraction.

Event description:
On (B)(6) 2016, a dental professional reported the case of a patient (age and gender not provided) who had a extraction of tooth #3.7. This tooth received a lava ultimate crown on (B)(6) 2013, immediately after root canal therapy was performed. The crown along with the tooth fractured on (B)(6) 2015. The tooth was extracted and an implant was placed on (B)(6) 2016.